Event description:
It was reported that during the pump replacement procedure, the catheter was in front of the pump and was cut when opening the pocket. They immediately did a revision and there was no medical or therapy problem associated with the event. The pump was delivering compounded baclofen and morphine.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).